Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had a car accident in (B)(6) 2020 and since then, his implant stopped working.  The patient noted that his external equipment was damaged and is missing/misplaced from the car accident. The patient would like to know how much damage was done to his implant. The patient's health care professional office told him that his implantable neurostimulator needed to be replaced, but that it typically should last for 9 years. The patient was redirected to his health care professional for additional troubleshooting.